Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the pt could not adjust their stimulation. The physician confirmed the pt symptoms of pre-existing pain secondary to infection but it was unk if the event was attributed to the device. The device was explanted and the pt recovered without sequelae.